Manufacturer narrative:
Follow-up #1: date of submission 07/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: there was no activity related to reported complaint observed in the black box. The battery cap was not returned; therefore a test battery cap was used for testing. The audio bolus button was found to be responsive to user input. The reported issue was not duplicated during investigation.

Event description:
The distributor contacted animas on (B)(6) 2015 alleging that the pump automatically primed when the bolus button was pressed. No further information was available per the distributor. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged unusual issue remained unresolved.